Event description:
The company was made aware that the patient's device was explanted due to infection at the implant site. The patient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. When more information becomes available, a supplemental report will be sent.